Event description:
Caller reported accidentally delivering too much insulin by completing the fill tubing step while connected to the pump. Customer's blood glucose (bg) level was not impacted. The customer consumed carbohydrates to address the over-delivery of insulin and was advised by technical support to continue monitoring their blood glucose levels and consult with a healthcare provider if additional assistance was needed. Caller understood and acknowledged the advice given.